Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings. The sr medical surveillance specialist contacted the patient to obtain and verify information; however was unable to reach him by telephone. The smss classified the complaint based on the information provided to customer service. On (B)(6) 2013 at 1:00 pm the patient was experiencing the symptoms of shaking and sweating. While symptomatic, the patient obtained the blood glucose reading of 135 mg/dl on the reported meter, and a reading of 80 mg/dl on another manufacturer¿s meter within 30 minutes. The patient did not seek any medical attention or treatment. Troubleshooting revealed the patient¿s testing technique was correct and the test strips were in good condition and within opened expiration dating. It would have been helpful to determine the patient¿s meter readings prior to the onset of symptoms, what meals and medications the patient took prior to the onset of symptoms, his diabetes medication regimen and his expected values. The meter was replaced. The patient¿s status, blood glucose readings and actions taken prior to the onset of symptoms were not known. Therefore, because the patient experienced symptoms suggesting severe hypoglycemia while using the meter, this complaint is being reported.